Event description:
It was reported during an ionic lesion treatment, the device failed to reach the target temperature. Despite multiple attempts, the issue was not resolved; therefore, the procedure was discontinued as a result.

Manufacturer narrative:
Reporter phone number:(B)(6).